Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the day shift the flow rate was low on arctic sun device s/n (B)(6). Now, on the night shift it seems to be okay. If they were to call during day shift, would they have told them to just change out the machine. Current flow rate 1.1lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 33%. Explained the flow rate was currently within specification. Nurse stated they already checked for kinks and even replaced the fluid delivery line (fdl). Discussed troubleshooting tips for low flow that would be performed if they called with low flow. Nurse then stated the patient should be at 36.5c in an hour but was only 34c. Rewarm from 36.1c and 0.5c/hr, water 35.9c, heater command 50%. Water reservoir level 5. Event log shows alert 113 (reduced water temperature control) several times, including when the flow rate was good during night shift. Walked nurse through draining excess water from the circulation tank. Water up to 40c. Decreased rewarm from to current patient temperature. Explained the water temperature may decrease as it was trying to maintain at 34c right now as opposed to trying to warm to 36.1c as quickly as possible. Confirmed baby was directly only the pad, head included, and suggested taco-ing the baby in. Nurse has already turned on the radiant warmer.

Manufacturer narrative:
Bd has determined that this issue was confirmed as overfill by user. This is not reportable. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is an overfilled reservoir. Rewarm from 36.1c and 0.5c/hour, water 35.9c, heater command 50 percent. Water reservoir level 5. Event log shows alert 113 (reduced water temperature control) several times, including when the flow rate was good during night shift. Walked nurse through draining excess water from the circulation tank. Water up to 40c. Decreased rewarm from to current patient temperature. Explained the water temperature may decrease as it was trying to maintain at 34c right now as opposed to trying to warm to 36.1c as quickly as possible. Confirmed baby was directly only the pad, head included, and suggested taco-ing the baby in. Nurse has already turned on the radiant warmer. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. Per the IFU: fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen. And replenish internal solution contact customer service to order internal arctic sun cleaning solution. To replenish the internal arctic sun cleaning solution: 1) drain the reservoir. ¿ turn control module power off. ¿ attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. ¿ connect the fill tube. ¿ from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. ¿ the fill reservoir screen will appear. Follow the directions on the screen. ¿ add one vial of arctic sun temperature management system cleaning solution to the second liter of sterile water. ¿ the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. ¿ when the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the day shift the flow rate was low on arctic sun device s/n dyfpal018. Now, on the night shift it seems to be okay. If they were to call during day shift, would they have told them to just change out the machine. Current flow rate 1.1lpm, inlet pressure (ip) was -7.0psi, circulation pump command (cpc) was 33%. Explained the flow rate was currently within specification. Nurse stated they already checked for kinks and even replaced the fluid delivery line (fdl). Discussed troubleshooting tips for low flow that would be performed if they called with low flow. Nurse then stated the patient should be at 36.5c in an hour but was only 34c. Rewarm from 36.1c and 0.5c/hour, water 35.9c, heater command 50%. Water reservoir level 5. Event log shows alert 113 (reduced water temperature control) several times, including when the flow rate was good during night shift. Walked nurse through draining excess water from the circulation tank. Water up to 40c. Decreased rewarm from to current patient temperature. Explained the water temperature may decrease as it was trying to maintain at 34c right now as opposed to trying to warm to 36.1c as quickly as possible. Confirmed baby was directly only the pad, head included, and suggested taco-ing the baby in. Nurse has already turned on the radiant warmer.